Event description:
Literature was reviewed regarding device remodeling and valve-anatomy relationships after transcatheter pulmonary valve replacement (tpvr) with the medtronic harmony valve. The study population consisted of 36 patients who underwent tpvr with the harmony valve and had a computed tomography angiogram performed after implant (range of 0.2 to 4.9 years post-implant). The authors documented the following observations: valve stent frame distortion, constriction, and compression; valve frame fracture (one minor case); tissue ingrowth/accumulation within the valve frame; hypoattenuated leaflet thickening (halt); restricted leaflet motion (relm); mobile thrombus/vegetation; thrombocytopenia; increased/high gradients; pulmonary regurgitation (mild to moderate); and valve obstruction. Interventions mentioned in the article: initiated or changed antithrombotic medication; valve-in-valve replacement; and surgery for presumed endocarditis.

Manufacturer narrative:
Citation: buddhe s, maskatia sa, jaggi a, haeffele c, chan fp, mcelhinney db. Device-related findings on computed tomography after t ranscatheter pulmonary valve replacement with the harmony valve. Circ cardiovasc interv. Published online september 17, 2025. Doi:10.1161/circinterventions.125.015186 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.